Manufacturer narrative:
The sample is available for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. Internal file number: (B)(4). Date submitted: (B)(4) 2011.

Event description:
Twenty-four hours after insertion, the extension tubing separated from the adapter while the pt was walking.